Manufacturer narrative:
On 12/21/2012, both of the devices were received for eval. The catheters were confirmed to be broken, which has been established as a reportable occurrence. See mdrs 1037905-2013-00037 and 1037905-2013-00038. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Investigation eval: our eval of the returned device confirmed the report. The device exhibited a bend with a crack in the catheter, approximately 87 centimeters from the handle. The wire guide was still present in the catheter but removal could not be achieved. A product-specific discrepancy that could have cause or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Kinks and/or bends in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On 11/28/2012, the following info was provided: a balloon dilation in the colon was performed by using a cook hercules 3 stage wireguided balloon. After lubrication was applied, the physician attempted to insert the device into the endoscope. They noticed that the catheter shaft was kinked. Then, another device of the same lot number was used instead, but it kinked too as soon as it was inserted into the endoscope. The kinked device was still used for the procedure since there was no other choice (there was no other stock of the same sized hbd). Because this device could not be advanced to the desired position, another manufacturer's dilation balloon was used instead and the procedure was completed. The info provided did not reasonably suggest a reportable event had occurred.